Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for unrelated device reasons. The pulse generator exhibited phantom programming. The patient was in stable condition and would continue to be monitored.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced. No additional information was reported.